Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high right ventricular lead impedance and high capture thresholds after having suffered a fall. The lead was extracted and replaced. The patient was recovering.